Manufacturer narrative:
The customer initially reported that the film covering the battery contacts was peeling, but they did not report a malfunction. When philips received the battery on 1/13/2010, it was discovered that, in addition to the elastomer being torn, the defibrillator failed to recognize the battery. Replacing the battery with a known working battery resolved the failure.

Event description:
The customer initially reported that the film covering the battery contacts was peeling, but they did not report a malfunction. When philips received the battery, it was discovered that the defibrillator failed to recognize the battery.